Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received five appropriate treatments which converted the arrhythmias to a slower rhythm and two inappropriate treatments.   The device was started up at 07:58:46 on (B)(6) 2022. At 14:33:18, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with pvcs and bbb transitioning to vt @ 230 bpm. At 14:33:54, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 230 bpm. The post shock rhythm was sinus rhythm @ 80 bpm with pvcs and bbb. At 14:38:41, an arrhythmia was detected. ECG shows vt @ 240 bpm. At 14:39:13, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus rhythm @ 70 bpm. At 14:48:25, an arrhythmia was detected. ECG shows vt @ 250 bpm. At 14:48:59, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus rhythm @ 90 bpm with pvcs and motion artifact. At 14:56:15, an arrhythmia was detected. ECG shows vt @ 270 bpm with motion artifact. At 14:56:48, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was sinus rhythm @ 90 bpm with pvcs, low amplitude cardiac signal and motion artifact. At 14:57:26, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 80 bpm with pvcs, low amplitude cardiac signal and CPR/motion artifact. The post shock rhythm was sinus rhythm @ 80 bpm with pvcs, low amplitude cardiac signal and CPR/motion artifact. At 14:58:57, an arrhythmia was detected. ECG shows vt @ 250 bpm. At 14:59:28, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was sinus rhythm @ 80 bpm with pvcs/nsvt, low amplitude cardiac signal and motion artifact. At 15:00:01, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was rhythm @ 80 bpm with pvcs/nsvt, low amplitude cardiac signal and motion artifact. The post shock rhythm was sinus rhythm @ 80 bpm with pvcs/nsvt, low amplitude cardiac signal, motion artifact and electrode lead falloff. The electrode belt was disconnected at 15:23:09 on (B)(6) 2022.